Event description:
Device malfunction: device #2 needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted, a needle to cuff miss occurred. The device was removed and a second proglide was used with the same results. The device was removed, and hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). Device# 1: part# 12673-03, lot# unk indicated is being filed under medwatch MFR number 2953144-2010-00173. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.